Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.